Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument had a broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook involved with the complaint to perform failure analysis. The instrument was analyzed, and failure analysis could not confirm nor replicate the reported issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.